Event description:
It was reported that when the device was removed, a blister was noted which subsequently became necrotic. The necrotic area, located on top of the leg, was noted to be the size of a quarter and required skin debridement and sutures for treatment. Additional information was requested from the user facility but has not yet been provided. Information regarding placement and pre-existing conditions such as adhesive allergies are unknown.

Manufacturer narrative:
The sample was not returned for evaluation. The device history record could not be reviewed without a lot number. Patient conditions and/or misapplication of the device may have contributed to the event. The instructions for use states that the contraindications for use of the device is "known tape or adhesive allergies". It also states in the warnings and precautions the following: "daily maintenance: the device should be assessed daily and changed when clinically indicated, at least every seven days; conduct skin assessment prior to application and repeat daily per facility protocol". (B)(4).